Event description:
To treat a totally occluded calcified lesion at obtuse marginal branch of lcx, antegrade approach by unknown guidewire failed to cross, retrograde approach with miraclebros 3 guidewire was then attempted through pl of lcx. The guidewire could cross the target lesion; however; at the proximal section of the target vessel, torque response felt lost. Cine observation revealed the breakage of the guidewire. Retrieval of the separated section was attempted but failed because it was trapped by the calcified lesion. Patient was sent to bypass surgery, however, the separated distal section of the guidewire was kept remained in the vessel at the physician's discretion.

Manufacturer narrative:
Only the proximal shaft was returned for manufacturer's investigation. The guidewire was broken off at approx. 12cm from tip end. Sem observation of the breakage site revealed striation; trace of application of repeated bending force. Lot history review revealed no anomaly relating to this event, no other incident report was received for this lot. It is presumed that the bending force was unintendedly and repeatedly applied to the guidewire shaft that was located and bent in the narrow vessel between pl and om of lcx, when physician was repeatedly pushing-pulling of the guidewire in order to try to cross the heavily calcified lesion, and that the accumulated force exceeded the guidewire design limit when the shaft breakage occurred. Warning section of IFU describes; "before a guide wire is moved or torqued, the tip movement should be examined and monitored under fluoroscopy. Do not move or torque a guidewire without observing corresponding movement of the tip; other wise, the guidewire may be damaged." If any resistance is felt due to spasm or the guidewire being bent or trapped while operating the guidewire in the blood vessel or removing it, do not move or torque the guidewire. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guidewire is moved excessively it may break or become damaged, ... Result in fragments being left inside the vessel."